Event description:
Customer called to report the insulin pump alarmed for button error. Blood glucose reading was 200 mg/dl. The customer had changed the battery multiple times but it did not resolve the issue. Customer had been treating her blood glucose with manual injections. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Button error alarm and no act button response due to corroded keypad trace. Insulin pump received with minor scratch display window, cracked case display window corners, cracked reservoir tube lip, cracked reservoir tube window through reservoir tube and cracked battery tube threads. (B)(4).